Event description:
Hypoglycemic fainting [hypoglycaemic unconsciousness], the injection units were inaccurate, occurring 3-4 times [device delivery system issue], during testing, for example, when injecting 2 units, the dose memory displayed 7 units after injection [device information output issue]. Case description: this serious spontaneous case from china was reported by a consumer as "hypoglycemic fainting (hypoglycemic unconsciousness)" with an unspecified onset date, "the injection units were inaccurate, occurring 3-4 times (inaccurate delivery by device)" with an unspecified onset date, "during testing, for example, when injecting 2 units, the dose memory displayed 7 units after injection (device displays incorrect message)" with an unspecified onset date, and concerned a patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication". Dosage regimens, novopen 5, novorapid penfill. Medical history was not provided. Treatment included - glucose. On an unknown date, patient reported that the injection units were inaccurate, occurring 3-4 times. On an unknown date, during testing, when injecting 2 units, the dose memory displayed 7 units after injection which resulted in patient experiencing hypoglycemic fainting. Batch numbers: novopen 5: nvgdh36-1, novorapid penfill: requested. Action taken to novopen 5 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "hypoglycemic fainting (hypoglycemic unconsciousness)" was not reported. The outcome for the event "the injection units were inaccurate, occurring 3-4 times (inaccurate delivery by device)" was recovering/resolving. The outcome for the event "during testing, for example, when injecting 2 units, the dose memory displayed 7 units after injection (device displays incorrect message)" was recovering/resolving. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Preliminary manufacturer comment: 20-may-2025: the suspected device is not returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: investigational results. Name of the suspect product: novopen 5 batch number of the suspect product: nvgdh36-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name of the suspect product: novorapid penfill batch number of suspect product: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: expected date of fu date was extended in EU/ca tab. Investigational results were added. Is non reportable was updated as no. Malfunction updated as no. Expected date of follow up report was deleted. Follow up information further investigation field was updated. Imdrf codes b,c,d,g were updated. Narrative updated accordingly. Final manufacturer comment: 14-jul-2025: the suspected device novopen 5 has not been returned to novo nordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. H3 continued: evaluation summary name of the suspect product: novopen 5. Batch number of the suspect product: nvgdh36-1. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".